Event description:
Baxter france reports a transfer set with bent tubing at the connection of the transfer set adapter and the titanium adapter. Subsequently, during use, a leak was noted at the adapter area. No pt injury or medical intervention was reported.